Manufacturer narrative:
P-cap locked in place properly during testing. Proceed by using original battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might trigger the reason complaint. The adapt tool reveals multiple failed batt test alarms from 08/30/2025 22:40:09.000 through 08/30/2025 23:24:25.000. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement and self test. No failed battery alarms noted during testing. Unit functioning properly. The pump received with normal operating currents. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Battery cycle 3.0 received the lowbatteryalert (104) on 08/13/2025 19:31:00 after more than 7 days at 18.9 days. Battery cycle 2.0 received the lowbatteryalert (104) on 07/25/2025 21:29:00 after more than 7 days at 15.64 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unit was cut open and performed a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage noted during visual inspection. Unit received with following cosmetic damages: pillowing keypad overlay, cracked keypad overlay, serial number label missing, cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case (battery tube), scratched case and missing display window/cover. In conclusion no unexpected failed batt test alarms noted during testing. Unit functioning properly after battery installation and was tested successfully. Customer's allegation of cosmetic damages were confirmed during visual inspection when cracked case (battery tube), battery tube threads - cracked and cracked case-corner of belt clip rails were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had reported receiving a battery failed alert, stated that the pump had been dropped, damage to the belt clip rail, and that the battery compartment was cracked. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed, and the damage impacting pump functionality. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.